Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the handpiece has no suction and there was a system occlusion message displayed during the phacoemulsification phase of a cataract procedure. When the cassette was replaced, the handpiece worked properly and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This is one of two complaints for the finish goods lot for this reported issue. The device history record review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing, no aspiration issues were found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined; however potential root causes are listed. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. The manufacturer internal reference number is: (B)(4).